Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional result of the final investigation. Updated fields: g3; h2; h6 and h11 corrected field: h8 in addition, the following reportable malfunction was identified during the device evaluation: dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Event description:
It was reported that the rigid video laparoscope had image problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed, the fibre bonding in the outer tube area (distal end) was damaged and outer tube was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was a broken video cable, traced to component failure and the most probable root cause of no image, the damaged fibre bonding in the outer tube area, the damaged outer tube was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.